Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused respiratory and sinus infections, dizziness, coughing up particles, irregularity/increased heart rate and pulmonary issues. The patient did report to receive medical intervention and saw a pulmonologist in 2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The customer alleged to experience a respiratory and sinus infections; dizziness; coughing up particles; irregularity/increased heart rate and pulmonary issues. The reported event of respiratory and sinus infections; dizziness; coughing up particles; irregularity/increased heart rate and pulmonary issues was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the customer. The device has not yet returned to the manufacturer for evaluation at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.